Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015 under general anesthesia. According to the complainant, the patient was reported to have a bicornuate uterus. Approximately, a minute and half into the ablation phase of the procedure a fluid deficit of 4 -5 cc was noticed. A potential cervical leak was noted by the physician and immediately pulled the sheath out from the patient's uterus. The physician was recommended to reinsert the sheath back into the patient's uterus. At this point, the system was paused, initiate to cool down and the procedure was aborted. The vagina was flushed with cool saline. It was confirmed that the patient had an anterior vaginal burn which was classified as second degree burn and was treated with silvadene cream. The patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.